Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone.

Manufacturer narrative:
The caller reported that device was evaluated in house and the report of "no audio" was isolated to the main pcb. The caller has elected not to return the device for evaluation. Manufacturing facility has initiated a corrective and preventative action associated with the customer reported failure. If the device is returned for investigation, results of the investigation will be provided in a supplemental report.